Event description:
It was reported that the customer and a family member sought assistance for an infusion set and cartridge supply change, stating the tubing had been filled and asking how to insert the cartridge into the ilet, and the call ended before education could be completed. Symptoms included no reported adverse clinical signs. Outcomes included no reported impact to health and no alarms. Investigation included technical support triage focused on supply change steps, device use education, and troubleshooting for incorrect procedural workflow. Investigation of this case revealed user confusion with device terminology and supply change sequence, consistent with use error related to infusion set and cartridge handling. It was concluded, based on previously established findings for similar reports, that the cause was user error due to inadequate understanding of the supply change procedure.